Event description:
It was reported that upon inserting the 7 x 10 cm rx stent delivery system (sds) over an unspecified guide wire during an unspecified procedure, the guide wire was unable to "come out". The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "no issue".